Event description:
Additional information was received stating that knot advancement was successfully performed with the suture of the second proglide device at the first access site, the suture was cut with the suture trimmer and no bleeding was noted. Hemostasis at first access site was achieved with the suture of the second proglide device. After the suture of the second proglide device was cut a portion of the suture remained stuck with the 7f sheath. The sheath and attached portion of the suture were removed together as a unit with force at the same time. No tissue damage occurred. Manual compression was used to achieve hemostasis at the second access site after the sheath and attached portion of the suture were removed. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017- against resistance was added. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the reported IFU deviation was circumstantial due to the reported difficulties. The investigation determined the reported difficulties and the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral vein (lcfv) was attempted with two proglide devices using the pre-close technique via a 9f sheath prior to an atrial fibrillation ablation interventional procedure. Two sheaths were placed next to each other at two different puncture sites in the in the lcfv, 9f and 7f. Reportedly, no suture was present when the plunger of the first proglide device was deployed at the first puncture site via the 9f sheath. A second proglide device was deployed at the first puncture site via the 9f sheath; however, the needles of the proglide device went thru the 7f sheath. The proglide device was removed but the suture remained stuck to the 7f sheath. A balloon was inflated to attempt to loosen the suture but was unsuccessful. The 7f sheath was pulled out and manual venous compression was applied to achieve hemostasis. No proglide device was used in the second puncture site via the 7f sheath. No tissue damage occurred. The patient was kept overnight for close monitoring. Patient is doing well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.